Event description:
It was reported that the device user experienced a complete power load hydraulic failure while loading a patient into the back of an ambulance. This failure caused the power load and stretcher (xt) to give way. Fortunately, the crew managed to support the stretcher, preventing the patient from falling to the floor. Although the patient was uninjured, the crew experienced some strain on their backs.

Manufacturer narrative:
In response to the alleged injury, attempts were made to gather further information regarding the injury, event details, and serial number, however, the customer did not respond to these attempts.

Event description:
It was reported that the device user experienced a complete power load hydraulic failure while loading a patient into the back of an ambulance. This failure caused the power load and stretcher (xt) to give way. Fortunately, the crew managed to support the stretcher, preventing the patient from falling to the floor. Although the patient was uninjured, the crew experienced some strain on their backs.